Manufacturer narrative:
Concomitant medical products: product ID 3487a-45 lot# v588050 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3487a-45, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that an out of regulation (oor) error message was displayed on the tablet. When the manufacture representative programmed the patient at 33ma, they were not feeling stimulation. The manufacturer representative stated that no electrode pairs had an impedance measurement of over 4,000 ohms. The oor condition was still present at the conclusion of the call. It was noted that the issue occurred in (B)(6) 2017. No further complications were reported or anticipated. Indications for use are spinal pain and failed back surgery syndrome. Additional information was received from the manufacture representative (rep) on (B)(6) 2018. The rep stated that the patient will go in for a lead replacement to resolve the oor and loss of stimulation. The cause of the oor and loss of stimulation was due to a micro-fracture of the lead over normal usage. The issue has not yet been resolved. This information was confirmed with the physician. No further complications were reported/are anticipated.